Manufacturer narrative:
Information references the main component of the system. Other relevant device is: (B)(4) sn (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 110 mm in diameter ruptured abdominal aortic aneurysm. The patient did not return for any follow up appointments. Approximately three years post index procedure a CT revealed that there was a type iii separation endoleak. There was 85 mm separation (when straighten out with a guidewire) between the endurant 16x24x93 and endurant 24x24x82 stent grafts in the right iliac artery. The endurant 24x24x82 remained at the right hypogastric artery and the endurant 16x24x93 was just below the flow divider, still 3cm into the contralateral gate. There was severe angulation between the flow divider and both limbs of the endurant stent graft bifurcate. It was reported that during the intervention the physician inserted an endurant 16x16x156, percutaneously, the delivery catheter kinked due to severe scar tissue in the right groin from the previous intervention. The physician decided to use a 14fr sheath and inserted an endurant 16x16x124 successfully landing at the flow divider and extended that graft with endurant 16x28x93 landing one cm above the right hypogastric artery within the original endurant 24x24x82. Follow up angiography showed that the type iii separation endoleak was resolved and there was good distal patency. The perclose failed when trying to close and the patient's groin was opened at the end of the case to close the arterial access. Per the physician, the cause of the event was due to aneurysmal remodeling which caused the stent graft to be compressed and then the limbs to separate. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.